Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the basal history did not match the active basal program. The pump basal totals allegedly did not add up, and there were unaccounted for zeros in the basal history. It was reported that the user experienced a blood glucose reading that was greater than 250 mg/dl, but less than 500 mg/dl, without symptoms. The alleged blood glucose excursion does not meet animas' criteria for a serious injury, and is therefore not reportable as an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-apr-2019 with the following findings: review of the black box data did not reveal any activity outside of normal use. The returned battery cap was intact, without damage and able to fit securely to pump. On investigation, the pump powered on normally and ez-prime steps were successfully completed. All electrical current readings were within specification. The pump was exercised for 24 hours without error, alarm, warning, interruption in power or overheating. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint. Unrelated to the original complaint, the display screen was noted to be dim/discolored.